Manufacturer narrative:
Medwatch sent to FDA on 4/13/2016. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of flushing, allergy, edematous, erythema and cellulitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, erythema, hypersensitivity and cellulitis: "precautions for use as a matter of general principle, implantation of medical device is associated with a risk of infection. Undesirable effects the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported injecting a patient with juvederm voluma with lidocaine in the mid cheek region. About 2 months later, the patient had an additional injection with juvederm voluma with lidocaine in the nasolabial folds. Patient was "clean with alcohol swab" prior to each injection and given ice and "steroid ointment" after each injection. On the following month, the patient developed "flushing, allergy, edamatous, erythema formation of whole face" that was "diagnosed as cellulitis at another hospital." Patient was hospitalized for 3 days and treated with "vena, deca, strocaine" and antibiotics. Symptoms are repeatedly fluctuates in cycles of becoming worse and then improving. This is the same event and the same patient reported under MDR ID #3005113652-2016-00253 ((B)(4)). This MDR is being submitted for the second suspect product, the second injection with juvederm voluma with lidocaine, also a device manufactured by allergan.

Manufacturer narrative:
Medwatch sent to FDA on 5/9/2016. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with juvederm voluma with lidocaine in the mid cheek region. About 2 months later, the patient had an additional injection with juvederm voluma with lidocaine in the nasolabial folds. Patient was "clean with alcohol swab" prior to each injection and given ice and "steroid ointment" after each injection. On the following month, the patient developed "flushing, allergy, edematous, erythema formation of whole face" that was "diagnosed as cellulitis at another hospital." Patient was hospitalized for 3 days and treated with "vena, deca, strocaine" and antibiotics. Symptoms are repeatedly fluctuates in cycles of becoming worse and then improving. This is the same event and the same patient reported under MDR ID #3005113652-2016-00253 ((B)(4)). This MDR is being submitted for the second suspect product, the second injection with juvederm voluma with lidocaine, also a device manufactured by allergan.